Event description:
Letter from attorney claims that pt was revised because "the polyethylene cushion between the two pieces of metal disintegrated. In addition, a portion of the lower metal piece, on which the cushion rested, actually broke off."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.